Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had surgery on (B)(6) 2013 to implant an ams advance sling. It was reported that upon cystoscope they noted a "hole in urethra" and it was decided to remove the sling and close. It was indicated that the pt would be implanted at another date. No add'l pt complications have been reported in relation to this event.